Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, the foot pedal was not working. There was no significant delay and no patient injury reported. No backup device was available and it is unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.